Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the previously reported implant date was incorrect, and the exact implant date for this patient was (B)(6) 2002; however, this date conflicts with the manufacturing date of the neurostimulator which is 04-may-2011. Additional follow-up is in progress to clarify the implant date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the implant date was (B)(6) 2011.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when he was lying in bed the programmer showed standing and his stimulation increased. When he stands it says he is lying and he cannot sleep properly. The patient had to stand at night since stimulation increased to have better control. There were no specific symptoms reported. The event occurred during normal use. They tried changing to another program but it did not resolve the issue. The patient was advised to see the medical doctor to have his controller reprogrammed correctly. The issue was not resolved at the time of report.